Manufacturer narrative:
H.6. Investigation: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20116582. No connecting products were available to assist the investigation; however the customer confirmed that in some instances an occlusion is observed after initial access of the component was unrestricted. A review of the production records for lot 20116582 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. CAPA#1998036 was initiated. H3 other text : see h.10.

Event description:
It was reported that 10 smartsite needle-free connectors had flow issues during the flushing process. The following information was provided by the initial reporter: "difficulty flushing" "just wanting to let you know, we have been having some issues with the bd smartsite connector with ref (B)(4) and lot (10)20116582. Some of our nurses and doctors said this batch does not flush properly or sometimes it feels occluded like it would not totally flush at all. There are also instances wherein it would work during the first time but then becomes really hard to flush after a while so they had to replace it with a different one."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 smartsite needle-free connectors had flow issues during the flushing process. The following information was provided by the initial reporter: "difficulty flushing". "Just wanting to let you know, we have been having some issues with the bd smartsite connector with ref (B)(4) and lot (10)20116582. Some of our nurses and doctors said this batch does not flush properly or sometimes it feels occluded like it would not totally flush at all. There are also instances wherein it would work during the first time but then becomes really hard to flush after a while so they had to replace it with a different one."